Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). No sample was provided for evaluation. Based on the data from the investigation, the root cause of the reported incident was unable to be determined. The reported defect was unable to be confirmed. We will maintain this report for further references and continue to monitor other reports for similar occurrences. If any additional pertinent information becomes available, a follow up will be submitted.

Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). The investigation is ongoing at this time. A follow up will be submitted when the investigation results become available.

Event description:
As reported by the user facility: incident description: pt called into carechart and stated they have leak from their 5fu chemo bottle @0845. Pt stated that they told them to come to the clinic for assessment. On assessment the patient had white powder on her stomach and chest, and some leaking coming from under the dressing. Pt denies any itchiness, pain or discomfort where the chemo had touched her. Pt had clamped her port and kinked the chemo bottle line. Writer undressed the dressing and flushed the port line. It appeared to be leaking from a crack in the b. Braun caresite luer access device. Writer changed the cap and no leaking observed after. Writer assessed the chemo line and did not observe any leaking from the bottle or the line. Writer cleaned the patients chest and abdomen, cleaned the lines and redressed the port dressing. Pt had some redness and irritation noticed under the dressing. Pt reconnected to the chemo bottle for the remainder of her 5fu.